Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient's pacemaker presented with failure to interrogate. The patient passed away a few days later on (B)(6) 2021. Failure of the involved pacemaker was not confirmed.